Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a catalys laser procedure, the surgery center reported a suction loss event while laser was firing. It was reported that laser procedure was completed successfully and that there was no patient injury or surgical intervention needed as a result of the event.